Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. Prior to the procedure the implantable cardioverter defibrillator (ICD) was unable to be programmed. As a resolution the ICD was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of communication or transmission problem was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated the device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. The device was able to be programmed into dual chamber mode for analysis. Further analysis of the device¿s lead impedance, sensing, pacing, and high voltage charging were found to be normal.